Event description:
It was reported that a pt underwent a spinal procedure on (B)(6) 2010. Prior to use on the pt, the surgeon felt it was difficult to remove the cap from the trocar. The surgeon was able to remove the cap from the trocar with a surgical knife. There was no adverse pt consequences.

Manufacturer narrative:
(B)(4): trocar sleeve difficult to remove. Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2010-01702. The same pt is represented in each medwatch.